Event description:
It was reported that during the catheter placement through right internal jugular, the catheter allegedly cracked at the hub. The defective catheter was removed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one equistream d/l catheter in a sample return kit was returned for evaluation. Visual, microscopic and functional evaluations were performed. The investigation is inconclsive for catheter split issue as a circumferential split was noted on the blue extension leg approximately 6.0cm from the distal end of the blue luer but striations were noted at the edge of the circumferential split which appeared to be cut. Although a definitive root cause could not be determined, sharp instrument damage and/or excessive force could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that during the catheter placement through right internal jugular, the catheter allegedly cracked at the hub. The defective catheter was removed and the procedure was completed using another device. There was no reported patient injury.